Event description:
During the course of the procedure, surgeon determined that the burr was defective and not functioning. After several attempts, the burr was having no effect on the bone. The burr was replaced with a new one. The new burr worked exactly as it should.